Event description:
It was reported that a patient had a loss of therapeutic effect since implant. There was no therapy benefit and the patient never had therapeutic effect following change out of an implantable neurostimulator (ins) and lead. Immediately following surgery, the patient ¿lost her bladder¿ and it happened again while she was in the hospital. Since then, the patient had to go all the time, especially at night when she was getting up every five minutes. The patient¿s nightly visits to the bathroom every five minutes started three days prior to the report. The reporter was wondering why the patient¿s bladder wasn¿t emptying. Her symptoms were confusing; she could sit and watch television for four hours without having to go to the bathroom, but when she lay down at night, she got up every five to ten minutes. Within the past four to five days, the patient had been getting up every five minutes during the night to use the restroom. She had gotten out of bed at noon and had gone to the bathroom four times in two hours. The ins was not helping the patient¿s symptoms. Stimulation was not hurting her. The patient was on program 3 at 6.7 volts. She had also tried program 2 at 5.8 volts. Stimulation was changed to program 4 at 4.1 volts and the patient felt stimulation more in her bottom. The following morning, the patient was in and out of the bathroom again, so stimulation was increased to 5.5 volts on program 4 and she was still in and out of the bathroom. She later activated program 1 and increased stimulation to 5.0 volts. She could feel stimulation comfortably and wanted to try it. The patient¿s healthcare provider had been contacted and offered to give her a new prescription of extended release oxybutynin. She was already getting oxybutynin. Her healthcare provider recommended a different medicine and if that didn¿t work, he recommended a catheter.

Manufacturer narrative:
Product ID 3889-28, lot# va0v2dj, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)